Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported frequent hyperglycemia and hypoglycemia, including a lowest blood glucose (bg) of 61 mg/dl. The user discontinued ilet therapy and returned to prior pump therapy. No symptoms were reported, no medical intervention was required, and no long-term health effects were reported.